Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electro surgical unit (iesu) involved to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the vio iesu for evaluation, but the failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Verification via logs confirms the occurrence of a benign hysterectomy procedure on the reported event date of (B)(6) 2022 via system (B)(4), matching the documented event details. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar coagulation stopped working on the vio integrated electro surgical unit (iesu) generator. The staff did troubleshooting, but was not able to resolve the issue. They were almost at the end of the surgery and were able to proceed with the case. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar coagulation stopped working. The customer had attempted to replace the instrument cable, checked the settings, replaced instrument and checked for a source of nearby magnetic interference, but none was found. An intuitive surgical (is) technical support engineer (tse) advised to restart the vio integrated electrosurgical unit (iesu) generator and perform a power cycle with no improvement. They were almost at the end of the surgery and were able to proceed with the case as is. The tse mentioned they could use a force triad generator with its dedicated cable for their upcoming case. The procedure continued as planned. There was no report of patient injury. On (B)(6) 2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system was checked upon powering on. The iesu was working properly at the beginning of surgery, and began giving problems during the case. Only the coagulation stopped working during the procedure, and it was working fine at beginning of the case. The cut functionality continued to work properly through the completion of the procedure.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 device evaluation information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Visual inspection found the unit to be in good condition. Failure analysis investigation confirmed and reproduced the customer reported complaint of ¿bipolar energy won't fire¿, c-34 error upon powering on. The unit will be returned to the original equipment manufacturer (OEM) for repair. Per failure analysis investigation, the root cause of this reported issue is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.